Manufacturer narrative:
(B)(4). Date sent: 10/09/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: were it noticed any unusual or abnormal functionality when using this product (e.g., strange sounds, jaw opening and closing, articulation, etc.) There was a cracking sound. If you know, please tell us the shape of the staples. (For example, u-shaped, earthworm-shaped, etc.) The inner row was a b-shaped staple, the center and outer rows were u-shaped (unformed) and unstapled. Were there any bleeding or tissue damage at the time of this event? No, there were not. What treatment was performed in areas where the staples were not formed properly? Additional suture was performed to complete the case using a competitive product (signia). Are there any problems with the patient's condition after surgery? There are no problems with the patient's condition. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open gastrectomy procedure, echelon was used and fired with the gold cartridge, but the device could not clamp and clip firmly. The staple could be applied only to the front wall and could not be applied to the back wall at all. The staple was not applied after firing and remained open. The device fired with the green cartridge, but the same problem occurred. The cartridge colors were gold and green. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2025. D4: batch #154d05. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60d reload was received with the one-piece sled detached and unfired making it nonfunctional. No functional test was performed due to the condition of the reload. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. The event described of malformed staple could not be confirmed as no malformed staples were observed. No conclusion could be reach on the cause of the reported event of non-specific noise. Additionally, photos were provided and they showed a device 60mm with a gold reload with a loaded retainer and a green reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 154d05, and no non-conformances were identified.